Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicating with the server. Patient orders did not appear current, indicating a potential order interface problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating to the server. A technical support specialist (tss) confirmed that the messages had failed to process for approximately 180 minutes and identified that the issue was caused by a network connectivity problem to the sql database on server mvdcvm01pyd002. Once the connectivity was restored, all messages began crossing successfully. The system functioned as intended after the technical support specialist investigated the device.